Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument did not fire properly. The surgeon manually sutured to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
11/20/1998- supplemental report sent to FDA.